Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "cable". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of a flogard infusion pump with "cable" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be customer mishandling. The device was not repaired and was labeled as per (B)(4) with label (B)(4), "this device has not been upgraded, repaired or functionally tested and should not be put into clinical use without being repaired and tested by a qualified individual". Should additional information be received, a follow-up medwatch will be submitted.